Manufacturer narrative:
A ge rep evaluated the sys and found the batteries were weak. Ge rep replaced batteries and discussed with customer the importance of keeping batteries charged. Sys operates as intended. (B) (4)

Event description:
The customer reported the sys will only take one exposure, then sys would need to be rebooted. No pt injury was reported.